Manufacturer narrative:
Philips has investigated this complaint. The customer reported that the system gave a remote alert regarding the flat detector. The philips field service engineer confirmed that the customer does not have an active service contract and no further information regarding the issue was provided by the customer. There was no service performed by philips since the service quotation was cancelled by the customer. To date, there have been no further reports of this issue was reported. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system gave a remote alert regarding the flat detector, which can impact imaging. No harm was reported to philips. Philips has started an investigation of this complaint.